Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to recurring incontinence. The physician suspected that the cuff size was the cause of the urine leakage; therefore, the cuff and the pump were removed and replaced. There were no further patient complications reported.